Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the battery is not charging, power switch led is not illuminated when connected to ac power. Verified good power to the power supply but no power out. The rse advised to replace the power supply and discussed replacement and required testing per philips service manual. Found battery voltage to be 13.2vdc. Advised that after power supply replacement to allow the battery to fully charge before placing back into service. Provided parts ID for the power supply for repair. The customer replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices battery is not charging. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the battery is not charging, power switch led is not illuminated when connected to ac power. Verified good power to the power supply but no power out. The rse advised to replace the power supply and discussed replacement and required testing per philips service manual. Found battery voltage to be 13.2vdc. Advised that after power supply replacement to allow the battery to fully charge before placing back into service. Provided parts ID for the power supply for repair. The investigation is ongoing.